Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer had a seizure and was found by her nanny who called paramedics. The customer's blood glucose level was unknown. The customer stated that she drank alcohol the night before and is not sure if that contributed to the incident. The customer had been sent a continuation of therapy device in earlier in the year but had never opened it. The customer declined to be transferred to the 24 hour help line. No further details were obtained.